Manufacturer narrative:
(B)(4). Date of event: publication year of 2013. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: the impact of the harmonic focustm on complications in thyroid surgery: a prospective multicenter study. Authors: gabriele materazzi, giuseppe caravaglios, valeria matteucci, aleksandr aghababyan, mario miccoli, paolo miccoli. Citation: updates surg. 2013; 65:295¿299. Doi: 10.1007/s13304-013-0223-2. In recent years, newer tools have been developed and used in thyroid surgery. This study compared patients with multinodular goiter undergoing thyroidectomy using the harmonic focus shear (ethicon) with patients undergoing the clamp-and-tie technique. Medical records of 268 patients with multinodular goiter undergoing thyroidectomy from december 2006 to july 2011 in two centers in italy, the department of surgery of pisa and the general surgery unit of grosseto, were prospectively evaluated. Patients were divided into patients who underwent the harmonic focus shear (group a; 141 patients; 112 female and 29 male patients; age: 51.68 ± 12.2 years) and the clamp-and-tie technique (group b; 127 patients; 92 male and 35 female patients; age: 53.97 ± 12.5 years). During the surgical procedure, patients who were randomized under group a underwent thyroidectomy with harmonic focus shear (ethicon). In both groups, intraoperative need for vascular clips and hemostatic agents such as tabotamp (ethicon) were assessed and analyzed as well. In group a, reported complications included transient laryngeal nerve injury (0.6%), transient hypocalcemia (2.4%), definitive hypocalcemia (0.7%), and post-operative bleeding (1.4%) which required re-operation. In group b, reported complications included post-operative bleeding (0.7%) which required re-operation. It was reported that the rates of injury and hypocalcemia were due to trauma and ischemic effect induced by the harmonic technique. It was concluded that the harmonic focus device (ethicon) was significantly associated with lower rate of postoperative transient hypocalcemia, decreased operative time, shorter hospitalization, and lesser need for hemostatic agents and postoperative drain balloon.